Manufacturer narrative:
(B)(4) stent wrong size. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a 10mm x 80mm wallflex biliary rx stent was to be used to treat a malignant stricture in the distal and mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician partially deployed the wallflex biliary stent. The physician immediately measured the stent and noted that it was longer than the 80 mm labeled length. Consequently, the physician re-constrained the stent and removed it from the patient fully-constrained on the delivery catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary rx stent was returned for analysis. Visual analysis found the stent fully constrained within the delivery system. The stent was measured and was within specification. Functional analysis found the stent deployed and expand with no issue. The deployed stent was measured and was 80mm in length. Based on the evaluation of the returned device, the stent was longer than the labeled length was not confirmed. It is likely that the physician misjudged based on the constrained length of 140mm and or due to the anatomy of the patient¿s stricture.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a 10mm x 80mm wallflex biliary rx stent was to be used to treat a malignant stricture in the distal and mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician partially deployed the wallflex biliary stent. The physician immediately measured the stent and noted that it was longer than the 80 mm labeled length. Consequently, the physician re-constrained the stent and removed it from the patient fully-constrained on the delivery catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.